Event description:
It was reported by the customer's biomed that the device was not completing the boot-up cycle and was displaying the service indicator. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer's biomed requested the part number for a replacement system pcb. Physio-control indicated that the system pcb had to be installed by a physio-control field service rep. Physio-control then provided customer with the billable rates. After several subsequent attempts to contact the customer to confirm resolution to the reported problem, no response appears to be forthcoming. The device has not been returned to physio-control for eval. The cause of the reported failure cannot be determined at this time.